Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The events of autoimmune disease (ra) and covid-19 infection, deemed not device related are considered an unexpected adverse drug experience.

Event description:
Healthcare professional who is also the patient reported they were injected in the lips with juvéderm vollure¿ xc. Six months later after covid-19 infection (not device related), patient had a flare of the autoimmune disease, ra (not device related). Patient took prednisone taper. Once patient was completed with prednisone, their lips swelled up with several lumps and generalized edema. Patient reported they still have one nodule that was injected with hyaluronidase (4x). "It is much better than it was and hopefully with time, it will go away."